Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump fell off his body and broke. They could not get the insulin pump to turn on. The opposite side of the reservoir and where the battery is inserted fell off his body and broke. They could see icons on the screen but the buttons were not responding. Customer's blood glucose level was 400 mg/dl. Customer did not know how long he has been off the insulin pump since it broke and does not know his blood glucose at the time it broke. He was given a shot to treat. The damage was located at end by the drive support cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.